Manufacturer narrative:
The implant was discarded and not returned for investigation. The removal tool usage does more than trivial damage so this incident was deemed reportable as a 3500a report. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The final strike on the white strike cap during implantation appeared to be easy, and subsequent fluoroscopic imaging showed the anchor extending through the s1 endplate into the disc space. The implant was removed using the removal tool.